Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported intermittent errors in which the lcd becomes darker and then stops firing during surgery. The client restarted the system several times in order to complete the procedure. Following a 30-45 minute delay, the procedure was completed with no impact to the patient.